Manufacturer narrative:
(B)(4). The following information was requested, but unavailable: what was the name and date of the procedure? What was being done when the needle pulled-off (in the package/ removal from package / during passage through tissue)? Was the needle removed from the patient during the same procedure? What was used to complete the procedure? Please clarify, how many suture/needle pull offs occurred during suturing on this one patient during this single surgical procedure? Event date? Lot number? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure on an unknown date, suture was used. It was reported that the thread pulls off very easily. There were no adverse patient consequences reported. No further information is available.